Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: defect of the retention mechanism of the scope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, it was noted that any adjustment of the scope caused the screen to go off with the video system center. It was also noted, as soon as it was put back, the image disappeared. The intended procedure was completed with the same device. There was no harm or user injury reported due to the event.